Event description:
It was reported by the clinician that a procedure was being performed on a female patient (pt.) Presented with shock, respiratory failure status - post advanced cardiac life support (acls) code in emergency department. A right subclavian central venous catheter was placed both for central venous access & central venous pressure (cvp) measurement. Pt was prepped and draped in sterile technique. A small bore locator needle was used to locate right subclavian vein. Spring wire guide (swg) was fed in through introducer needle. Shortly after swg was inserted into needle, resistance was met. Swg was pulled back in needle and met some further resistance during removal attempt. Needle and swg were then pulled out together, but distal end of swg began uncoiling. It was suspected that a portion of swg broke off in the subcutaneous tissue. Post-procedural portable chest x-ray showed a retained piece of distal swg overlying (either posterior or anterior to) distal third of right clavicle. There was no pneumothorax on chest x-ray. No further attempt was made at placement of a subclavian catheter; a femoral central venous catheter was placed subsequently without difficulty. At the time of report, pt was still admitted to intensive care unit in serious condition. A CT scan of the chest was completed during admission. Interpreting radiologist did not find definite evidence of a retained foreign body and thus did not mention retained piece of swg in his report. Knowing swg fragments location on x-ray, on cursory review of CT, it appears as though swg fragment is not endovascular and is sitting behind right clavicle. Due to the pt's overall poor condition, no procedure or attempt at retrieval has been performed.